Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, left ventricular lead exhibited increased capture thresholds and it was noted that the patient experienced phrenic nerve stimulation due to lead dislodgement. The lead repositioning was performed successfully on (B)(6) 2018. There were no intra-op or post-operative complications. Patient tolerated the procedure well.